Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had cracks in the insulin pump and the reservoir falls out of the pump. Customer was advised that the pump will be replaced and returned for analysis. It was reported that the customer had cracks in the insulin pump and the reservoir falls out of the pump. Customer's blood glucose was 10.9 mmol/l. Customer was advised that the pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case at the display window corners and broken battery tube threads. A test reservoir was installed and did not lock in place due to a completely broken reservoir tube lip. The pump had a missing o-ring and a cracked case at the reservoir tube window corners.